Manufacturer narrative:
Corrected data: h6- medical device problem code: 1494- off-label use (acd<3.0mm) and off label use (age<21) . Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
On (B)(6) 2023 we received notification of an article published in frontiers in neurology titled, 'a quantitative study of the effect of icl orientation selection on post-operative vault and model-assisted vault prediction'. The article reports transient iop elevation observed in four patients, which returned to normal at the next follow-up visit after topical application of single glaucoma medication. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.